Manufacturer narrative:
Device remains in patient. Investigation is ongoing.

Event description:
As reported, 20 days post transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the valve failed due to moderate paravalvular leak; the patient was symptomatic with congestive heart failure and a balloon aortic valvuloplasty was planned to post dilate it, however, due to the patients age, the operator decided the best plan was to perform a valve in valve with a 26mm saapien 3 ultra.

Manufacturer narrative:
H2, h6 updated. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. As the complaints for post implantation central regurgitation and post implantation paravalvular leak were unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: IFU, commander delivery system with s3/s3u thv, us and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for postimplantation paravalvular leak was unable to be confirmed due to unavailability of relevant/medical records. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 20 days post transcatheter aortic valve replacement tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the valve failed due to moderate paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Due to insufficient information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.